Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door latch malfunction as a door not fully latched message, which was caused by the door hooks and latch pins being out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a door latch malfunction. It was also reported there was no pt involvement.